Event description:
It was reported that the customer had high blood glucose levels of 285 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The entire infusion set of the insulin pump was replaced. The customer also reported that that the insulin pump was not beeping or alerting the customer to alarms. Troubleshooting was done. The insulin pump passed all self-tests. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).